Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during surgery. All pieces were retrieved.

Manufacturer narrative:
(B)(4). The device manufacture date is not know, lot number was not provided. Alleged failure: the bit broke near where it secures into the drill. Probable root cause: design. Drill design too weak. Drill material too weak. Manufacturing processes selected weaken drill material. Drill extends too far beyond guide. Bushing does not keep drill in orientation with guide (iconix without needles disposable drill only). Process: drill manufactured out of specification. Application: excessive force while drilling. Selection of wrong drill. Reuse of disposable drill. Use of reusable drill past lifetime (after it has become dull). Starting and stopping drill. Pulling drill out of bone without running drill. Moving drill guide during drilling. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during surgery. All pieces were retrieved.